Manufacturer narrative:
Product event summary- the lead was returned in segments. Analysis was performed and no anomalies were found.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Event description:
It was reported that there was a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5554-45 implantable pacing lead, (B)(6) 2002. (B)(4).